Manufacturer narrative:
Product analysis: it was also determined at analysis that the analyzer failed the incoming test, the analyzer was defective. The analyzer was changed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer which was returned for preventative maintenance subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.